Manufacturer narrative:
Section d medical device has been updated.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The current (B)(4) is open to address the failure to detect purge cassette issue involving the first purge cassette, s/n (B)(6), lot 1776090. Data log review was not sufficient to derive the cause of the purge cassette not detected issue. The cause of the failure to detect purge cassette issue could not be determined without the returned product for investigation and sufficient clinical details.

Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that an automated impella controller failed to recognize a purge cassette. No patient harm was reported.